Event description:
A customer reported experiencing a cartridge change error with their pump, and despite several attempts with different cartridges, the issue persisted. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After troubleshooting steps failed, technical support decided to send a replacement pump and a 10-pack of cartridges to ensure customer satisfaction. The customer was advised on using the replacement pump and agreed to return the faulty pump with provided instructions.